Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37603, serial # (B)(6), implanted: (B)(6) 2012, product type implantable neurostimulator .

Event description:
The patient reported that since (B)(6) 2016, they are having issues going on with both of their stimulators. It was stated the right side is having constant pain where the scar/stimulator is located, and that the left side has a little bit of pain. The pain was noted to be sot of like a stabbing, very sharp, not dull, and ongoing even when they toss, turn, or move a certain way. It also hurts even when the patient doesn't move, and the patient is taking pain medication for it. It was further stated that the patient feels itching where the stimulators are located, and that it is itching so bad that they have to claw at it. They are also worried because on (B)(6) 2016 the healthcare provider (hcp) told them their batteries were "already at 60% so they're getting low." This is worrisome to the patient as they had a hard time with their turrets and don't need any of their symptoms to return. Indication for implant is ot her, movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.